Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ventricular electrograms (egm) were clearly noisy and the bipolar impedance jumped to greater than 2500 ohms. In addition, the bipolar rv sensing decreased and non-sustained ventricular tachycardia episodes were detected by the device. The rv lead was capped and replaced.

Event description:
It was reported that the patient went to the emergency room due to receiving several inappropriate shocks. A right ventricular (rv) lead fracture is suspected. The patient was hospitalized and reprogramming was done to turn the rv lead off. The lead remains in-situ. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.